Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to the expiration date and to document the completion of the manufacturing review. The manufacturing review found that the lot was manufactured to specification.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant and expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex st, patient had adhesions, hernia recurrence thereby underwent repair with mesh explant. The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d4 (expiry date), d6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a ventral hernia. As reported, a ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent "an additional surgery to repair the hernia defect and remove it." The patient attorney alleges that the ventralex st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes, ¿the hernia sac was immediately identified which contained some fluid and there was some induration around the hernia sac suggesting recent bruising. The hernia sac was resected and a large piece of rim ventralex st mesh (device #1) was placed into the defect and sewed.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with mesh removal and implanted with ventrio st mesh (device #2). Per operative notes, ¿the hernia above the old repair was identified and the bowel was noted to be attached to the old mesh (device #1) and bowel was separated. The old mesh was removed. A piece of ventrio st (device #2) was placed.¿ attorney alleges that the patient experienced adhesions, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of a ventral hernia. As reported, a ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent "an additional surgery to repair the hernia defect and remove it." The patient attorney alleges that the ventralex st hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.